Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter had no power light. Upon removing the power adapter from the wall and examining the green contact, burn marks were found on the left and right of the green contact. The transmitter could not turn on due to the charring on the green contact. The transmitter would be replaced. The patient was stable.